Event description:
It was reported that during peritoneal dialysis (pd) therapy, a patient (pt) experienced a leak in the cassette. The pt was connected to the cassette at the time the leak occurred. The pt was prescribed preventative antibiotics. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One used cassette was received for evaluation by baxter product analysis lab. Visual inspection revealed cracks found in the end and side of the cassette wall. A functional test was performed with a homechoice device, which confirmed the leaking cassette. A review of all batch record documents for potentially associated lot number s13a18104 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.